Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The customer's reported issue was duplicated and the fsr replaced the main board and power supply. Transducer calibrations were performed through the operational verification procedure and the reported issue was resolved. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their vela ventilator alarmed an unresolved "motor fault" condition. The customer reported that there was no patient involvement..